Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. Reqporedly, the customer is refilling/reusing cartridges. There was no reported adverse impact to customer's blood glucose level. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.